Manufacturer narrative:
Additional, changed, and/or corrected data: pt info, event description, explant date

Event description:
The device has been explanted.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, broken shell, and black particles on gel. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening."

Event description:
The affected side is the right.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: (B)(4).

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported unknown side rupture. The device remains implanted.